Event description:
Customer reported an unexpected negative antibody screen on the abs2000. The pt is in question was tested on the instrument and antibody screen was negative, conflicting with the pt's history of anti-c and anti-d antibodies.

Manufacturer narrative:
The patient was redrawn and tested again. The expected positive result was obtained. Review of the instrument error log reflects numerous 89e5 errors "probe moved too far without sensing dry" occurred on the instrument. The customer indicated they do not routinely check samples for clots; clotted samples are a common cause for this error.